Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed health professional from (B)(6) of peritonitis in a patient coincident with dianeal ultrabag 2.5% therapy for peritoneal dialysis (pd). Dianeal therapy was ongoing. During a call with baxter (B)(6) technical services, the following was reported. On (B)(6) 2012, the patient experienced peritonitis and was hospitalized for the event. The cause of peritonitis was unknown. The patient was treated with vancomycin injection 1gm ip once in 5 days, fortum injection 250mg ip, and reflin injection 250mg in each bag. At the time of this report, the patient was still in the hospital.

Manufacturer narrative:
(B)94). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.